Event description:
The customer was admitted to the hosptial for dka and released two days later. The customer had a no delivery alarm. Customer changed the set more than four times, did also have manual injections to solve the problems, but the bgs wwere not coming down. This customer noticed when customer removed the reseroir and tried to slide the driver block along the lead screw, the driver block stopped and was not able to push back and forth. Advise to customer to revert to a back plan of manual injections.